Manufacturer narrative:
A breath delivery (bd) printed circuit board (pcb) and a flash drive were returned to covidien/medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, a 980 ventilator generated a post (power on self-test) error message. The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) inspected the device and found diagnostic codes relevant to the reported incident recorded in the ventilators memory logs. The se replaced the bd (breath delivery) cpu (central processing unit) pcba (printed circuit board assembly) and usb (universal bus) flash drive. The unit passed all calibrations and testing as per the service manual.